Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer stated received multiple altitude alarms for the past months. The customer's blood glucose (bg) level was affected, however no specific value was provided. The customer stated would administer a correction bolus to address bg level. The customer was able to clear the alarm and resume insulin delivery.